Manufacturer narrative:
Visual examination of the returned product confirmed the lead thread is chipped/damaged. Device history record was unable to be reviewed as the lot number could not be identified. Review of complaint history found no additional related issues for this item. Root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the correction of a hallux valgus, the threads of the screw fractured off when inserting into the pilot hole. Although difficult, the screw was able to be removed and another used in it's place without incident.